Event description:
Rn noted the connector closest to the IV stayed depressed. The microclave was removed and replaced. There was no injury to the patient. Per response to the hospital, MFR has never had this happen before.